Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using anew lab reservoir and found occluded at quick release connection needle site. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they were unable to push the insulin through the tubing. The customer's blood glucose was unknown at the time of incident. The infusion set will be returned for analysis.